Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD), the header was observed to be separated from the device case and was noted to move when pressure was applied. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.